Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodged from the balloon. The target lesion was located in the left main artery. The veriflex (mr) 20mm 5.00 advanced to the left main artery when the physician noted the stent was not on the balloon. There were no prior inflations to the balloon. The physician verified the stent was not dislodged in the patient by taking pictures. The stent could not be found, in the opinion of the physician the stent was never mounted to the catheter. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodged from the balloon. The target lesion was located in the left main artery. The veriflex (mr) 20mm 5.00 advanced to the left main artery when the physician noted the stent was not on the balloon. There were no prior inflations to the balloon. The physician verified the stent was not dislodged in the patient by taking pictures. The stent could not be found, in the opinion of the physician the stent was never mounted to the catheter. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device identified that the stent was detached/deployed from the balloon and was not received for analysis. An examination of the balloon found that the balloon had been inflated and there was contrast media inside the balloon and inflation lumen. A clear impression of the stent crimp was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).